Manufacturer narrative:
(B)(6). Investigation: one photo was returned for investigation and observed foreign matter (fm) in the syringe barrel. A review of the device history record revealed no irregularities during the manufacture of the reported lot numbers. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that foreign matter was observed in an eccentric tip syringe with bd precisionglide¿ needle before use. There was no report of injury or medical interventions.